Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 148 mg/dl. Customer stated that during prime the pump would not stop winding. Customer took out the battery and replaced it with a new battery. Customer attempted to rewind and it went to 25. Customer stated that it continues to count up and deliver insulin after the button is released. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.